Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tf and the haptic tore off in the cartridge. The lens was not implanted and there was no patient injury. The facility believes the lens was damaged by the cartridge. The model and lot numbers of the cartridge and injector were not provided by the facility.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and the optic was torn. One haptic was torn off and is missing the cartridge and was not returned. Conclusion - (no conclusion can be drawn): the root cause for this event could not be determined because the cartridge and injector were not returned.